Manufacturer narrative:
510(k): report is for one (1) unknown aiming arm. Other: UDI: part and lot number unknown; UDI is unavailable. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 to have a trochanteric fixation nail advanced (tfna) construct implanted. During the procedure, the operating room staff attempted to connect the nail with the aiming arm, but used the wrong screwdriver to lock the locking mechanism. When the issue was discovered, the screwdriver was switched to attach the aiming arm to the connecting screw. However, the blade was impacted and became stuck as the connected screw jammed, blocking the nail. The surgeon was not able to extract neither the screw nor the nail and had to open the patient's femur in order to remove the devices. The procedure was prolonged by two (2) hours. The patient's current status is unknown. This report is for one (1) unknown aiming arm. This is report 1 of 6 for (B)(4).